Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient was seen at the clinic one week after initial implant. There was pus in the small opening of the incision site. The physician chose to explant the icm device at this time. The procedure was completed successfully. The patient was started on antibiotics. The patient reported they had removed the bandage over the incision site earlier than instructed. No other devices have been implanted at this time. The device is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis suggests clinical observations are a known medical risk.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient was seen at the clinic one week after initial implant. There was pus in the small opening of the incision site. The physician chose to explant the icm device at this time. The procedure was completed successfully. The patient was started on antibiotics. The patient reported they had removed the bandage over the incision site earlier than instructed. Another icm device has been subsequently implanted to continue monitoring. Device has been returned. No additional adverse patient effects were reported.